Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that the patient presented with pre-operative diagnosis of lumbar spondylosis, lateral recess stenosis and neural foraminal narrowing associated with lumbar radiculopathy. The patient underwent the following procedures: left l5/transitional s1 partial hemi-laminectomy, facetectomy, lateral recess decompression and transforaminal interbody fusion using capstone implant and rhbmp-2 supplemented with morcellized laminar bone and spinous process clamping of l5 to transitional s1. Indications: the patient presented with severe lumbar radiculopathy. He was found to have spondylosis, neural foraminal narrowing associated with lumbar radiculopathy. Per op notes, the left l5 root was identified and it tracked along a prominent posterior osteophyte and disc material which was compressing the root in its neural foramen. It was possible to remove this posterior osteophyte with the drill and to completely decompress the l5 root by un-roofing it with the facetectomy removing the posterior ridge of bone with the drill and removing the disc herniation. At this point, the 10 x 26 mm implant was filled with gelfoam saturated with rhbmp-2. This was placed at the left l5/transitional s1 interspace and driven across the midline. Prior to the placement of this implant, a second patty of this gelfoam with rhbmp-2 and additional morcellized laminar bone was placed in the interbody space and pushed anteriorly deep to the implant. Following the placement of the implant and additional rhbmp-2 and morcellized bone, duragen was placed over a small defect in the dura. There was no csf leakage; however, there was some exposed arachnoid. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.